Event description:
Customer reported the advantage system gave a blood glucose result of 100 mg/dl at a time when he was symptomatic of hypoglycemia. Customer did not treat based on the advantage result; wife called emts. Emt's meter result 15-20 minutes later was 41 mg/dl, customer treated with IV, transported him to hosp for further treatment. A request was made for return of the system and a replacement was sent.